Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not roll properly during loading. The reporter stated that these are fairly new, inexperienced users. A replacement unit was used to complete the procedure. The hosp did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review was performed, and there are no non-conformities that could have been attributed to the reported failure mode. A supplemental report will be submitted if add'l info is obtained. (B)(4).